Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements out of range above 3000 ohms, which resulted in a lead safety switch (lss). Additionally, far field oversensing was mentioned as a possible device issue. The patient complained of shock and they were referred to their physician for a follow up. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicates the patient only felt some slight discomfort, with no shock feelings. This patient received a chest x ray. A lead fracture had been suspected, as there was a large amount of episodes of noise being oversensed. The results from the x-ray are unknown at this time. The physician had the field representative reprogram the device for the time being and there is no further information on a plan.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements out of range above 3000 ohms, which resulted in a lead safety switch (lss). Additionally, far field oversensing was mentioned as a possible device issue. The patient complained of shock and they were referred to their physician for a follow up. This ra lead remains in service. No adverse patient effects were reported.